Event description:
Pt underwent diagnostic laparoscopy, dilitation and curettage, hysteroscopy. In the recovery room, she experienced 1 degree av block, hypotension, lightheadedness with a drop in hgb from 14.0 - 10.6. Bruising noted at trocar site. Pt admitted to hosp (was op surgery) hgb continued to drop to 8.8. Returned to or for exploration: trocar in right groin had lacerated epigastric vessels with active bleeding and hematoma of the abdominal wall; a moderate amount of retroperitoneal bleeding had extravasated abdominally. Suture vessel repair; evacuation of hematoma performed.